Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the obstruction was remediated and the patient tolerated the procedure well. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 25mm bioprosthetic aortic heart valve was explanted at implant due to sizing, secondary to possible obstruction. As reported, the annulus was sized to a 25mm valve and the prosthesis was initial implanted. After implant, it was noted that the rca os was dissected and close to the cuff of the bioprosthesis, also concerning for obstruction. The rca os was closed to right-non commissure. Given this, the decision was made to convert to full sternotomy, explant this device, and replace with a 23mm pericardial valve with svg to rca grafting. There were no further complications and the patient was transferred to the ICU after having tolerated the procedure well.